Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated alert 60 indicating a bluetooth communication error, which was confirmed in device history; the alert resolved after a restart but then reoccurred, and the device was replaced, with the user instructed to use backup therapy and verify adequate charge. No reported impact to blood glucose. Outcomes included temporary interruption of automated insulin therapy and use of backup therapy until a replacement device was obtained. Investigation included review of device history and guided troubleshooting consisting of restart procedures, charging verification, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.